Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bolus wizard complain on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the boluz wizard is not helpful. The customer is entering in "fictitious carbs" as the actual carb calculated with his blood glucose seem to be delivering insulin that does not meet his needs. The customer was offered to transfer to helpline at time of call to discuss the aforementioned concerns, but the customer declined.